Event description:
It was reported that patient was presented in the hospital for routine device check. The pacemaker exhibited noise reversion. Programming changes were made and the patient was in stable condition.